Event description:
Total knee arthroplasty was performed on 7/26/94. Revision of patella component was performed on 2/18/97, due to the loosening. A portion of the central peg of the patella component had sheared off.